Event description:
It was reported that after removing the protective sheath, it was found that the stent implant had dislocated or moved on the stent delivery system (sds) balloon. There was no report of resistance upon removing the protective sheath from the sds balloon. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) was returned without blood visible consistent with non use of the device in the patient. There was contrast in the inflation lumen. The stent implant had dislodged from the balloon and was located over the tip of the sds consistent with the reported information. The proximal end of the stent implant was located 1.2 centimeters (cm) distal to the proximal balloon marker and the balloon was tightly folded. There were crimp marks on the balloon between the markers suggesting the stent was properly crimped on the balloon at the time of manufacture. The protective sheath was not returned. The stent implant outer diameters were measured and the distal outer diameters were oversized as a result of the stent located over the tip of the sds. The proximal and middle outer diameters met manufacturing criteria. In this case, analysis noted that there was contrast in the inflation lumen which is consistent with preparation of the sds. It should be noted that the xience instructions for use (IFU) state to remove the product mandrel and protective stent sheath by grasping the catheter just proximal to the stent at the proximal balloon bond site, and with the other hand, grasp the stent protector and gently remove distally. If unusual resistance is felt during product mandrel and stent sheath removal, do not use this product and replace with another. Follow product returns procedure for the unused device. (2) guide wire lumen flush, flush the guide wire lumen with hepns using the flushing tool supplied with the product. Insert the flushing tool into the tip of the catheter and flush until fluid exits the guide wire exit notch. (3) delivery system preparation. Although there was no resistance reported during removal of the sheath, the sheath was removed and preparation of the sds was performed suggesting possible handling during preparation may have contributed to the reported unstable stent. Although a conclusive cause can not be determined there is no indication of a product quality deficiency. Stent movement/ unstable stent can be affected by numerous factors including, but not limited to, inadequate crimping during manufacturing, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling during product preparation for use, or interaction with accessory devices. The stent outer diameters could not be measured to the stent being partially expanded. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. To ensure this type of occurrence is not a result of a potential manufacturing or product related deficiency, all stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force.